Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube was partially removed due to eruption of essure / perforation: fallopian tubes'), ectopic pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage) / ectopic pregnancy') and abortion of ectopic pregnancy ('pregnancy (stillbirth or miscarriage) ectopic') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test" and device ineffective "device ineffective". The patient's medical history included tubal ligation in (B)(6) 2012, multigravida and parity 3 ((B)(6) 2005, (B)(6) 2009, and (B)(6) 2011). Previously administered products included for birth control: mirena from (B)(6) 2009 to (B)(6) 2010. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced abdominal pain lower ("lower abdominal pain/ severe pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)/ bleeding"), pelvic pain ("pain - pelvic/abdominal"), abdominal pain ("pain - pelvic/abdominal") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy-(B)(6) 2018, unilateral salpingectomy-(B)(6) 2012). At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: injuries or symptoms were claimed to be resulted from essure decrease or resolve following essure removal. Discrepancy noted - as per previous pfs, spontaneous abortion was reported with details, however, as per current pfs "ectopic pregnancy" has been reported with no other details. (B)(6) 2012, (B)(6) 2018 procedure: hysterectomy with unilateral salpingectomy- (B)(6) 2018, unilateral salpingectomy-(B)(6) 2012 due to ectopic pregnancy. Discrepancy in essure insertion date as (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube was partially removed due to eruption of essure / perforation: fallopian tubes'), ectopic pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage) / ectopic pregnancy') and abortion of ectopic pregnancy ('pregnancy (stillbirth or miscarriage) ectopic') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test" and device ineffective "device ineffective". The patient's medical history included tubal ligation in (B)(6)2012, multigravida and parity 3 (B)(6)2005 (B)(6)2009 (B)(6)2011). Previously administered products included for birth control: mirena from (B)(6)2009 to (B)(6)2010. In (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced abdominal pain lower ("lower abdominal pain/ severe pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6)2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)/ bleeding"), pelvic pain ("pain - pelvic/abdominal"), abdominal pain ("pain - pelvic/abdominal") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy-(B)(6)2018, unilateral salpingectomy-(B)(6)2012). At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: injuries or symptoms were claimed to be resulted from essure decrease or resolve following essure removal. Discrepancy noted - as per previous pfs, spontaneous abortion was reported with details, however, as per current pfs "ectopic pregnancy" has been reported with no other details. (B)(6)2012, (B)(6)2018 procedure: hysterectomy with unilateral salpingectomy- (B)(6)2018, unilateral salpingectomy-(B)(6)2012 due to ectopic pregnancy. Discrepancy in essure insertion date as (B)(6)2011 and (B)(6)2011. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received: events coding update from pregnancy with contraceptive device to ectopic pregnancy with essure micro-insert and spontaneous abortion to abortion of ectopic pregnancy. Essure insertion and removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('fallopian tube was partially removed due to eruption of essure'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo thids test". The patient's medical history included multigravida and parity 3 ((B)(6) 2005 (B)(6) 2009 (B)(6) 2011). Previously administered products included for an unreported indication: mirena. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain/ severe pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with unilateral salpingectomy, tubal ligation). Essure was removed in 2012. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: injuries or symptoms were claimed to be resulted from essure decrease or resolve following essure removal. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- case becomes incident. Event injury was replaced with new events- fallopian tube was partially removed due to eruption of essure, abnormal bleeding (general), pregnancy (stillbirth or miscarriage), device ineffective, dysmenorrhea (cramping), lower abdominal pain, abnormal bleeding(vaginal, menorrhagia) and plaintiff did not undergo this test were added. Explant date was added. Patient's demographic details were updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube was partially removed due to eruption of essure / perforation: fallopian tubes'), genital haemorrhage ('abnormal bleeding (general)/ bleding'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6) 2005 (B)(6) 2009 (B)(6) 2011). Previously administered products included for an unreported indication: mirena. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain/ severe pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain - pelvic/abdominal"), abdominal pain ("pain - pelvic/abdominal") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2012, she underwent hysterectomy with unilateral salpingectomy, tubal ligation). At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: injuries or symptoms were claimed to be resulted from essure decrease or resolve following essure removal. Discrepancy noted - as per previous pfs, spontaneous abortion was reported with details, however, as per current pfs "ectopic pregnancy" has been reported with no other details. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : new events - pelvic pain, abdominal pain, dyspareunia, perforation: fallopian tubes were added. Updated outcome of events bleeding to recovered/resolved. Previously reported event of fallopian tube was partially removed due to eruption of essure was clubbed with fallopian tube perforation. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.